Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 303mg/dl. The customer state the pump has been suspending itself and alerting that the battery is low when it is not. The customer states the device will not alert when the reservoir is empty. Troubleshoot was conducted, and the customer was advised that the problem could be with site or set issues with the infusion set. The device is being returned and replaced.